Manufacturer narrative:
(B)(4). Concomitant medical product: unknown femoral component catalog # unknown lot # unknown. Unknown tibial component catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had a knee arthroplasty on an unknown date. Subsequently, the patient is experiencing instability in knee. No revision occurred, implant remains in patient. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. X-ray review indicates that the knee components were anatomically aligned without subluxation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.